Event description:
Onsite ge biomed reported keyboard freeze up and rebooted the cic to correct the issue. Investigation/conclusion: ge healthcare's investigation into the rpeorted occurrence is still ongoing.